Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based in device analysis completed on 25-oct-2018 it was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the mildly tortuous and non-calcified, eccentric, de novo, mid left anterior artery (lad) and was 3.0mm long with reference vessel diameter of 28mm. A 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR.: promus element plus,mr,ous 3.00x32mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to proximal and mid-sections of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured, this is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.